Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an e360 ventilator had a battery problem and the flow sensor was faulty. The ventilator was not in use on a patient at the time of the reported event. Covidien/medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-covidien/medtronic location. To address the battery issue, the battery was replaced. The reported conditions could not be confirmed without the product return. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an e360 ventilator displayed a low battery message and a flow sensor error. The ventilator had no battery backup. To address the reported issues, a third party service provider replaced the battery, expiratory flow sensor, and expiratory filter. The ventilator was reported to be in working condition.